Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) months ago. The aneurysm diameter at the time of implant was 6.5 cm in diameter. Vessel morphology at the time of implant was reported as there was moderate calcification in the iliac artery. There is a type ii endoleak near the end of the contralateral iliac stent graft. Currently the vessel morphology was reported as there is disease progression with dilatation of the contralateral iliac artery. During the initial implantation the iliac limbs were extended 3 cm bilaterally. The patient returned for a routine follow up appointment the CT revealed that there is a distal type I endoleak. A comparison of the 30 day CT and the 90 day CT revealed that the diameter of the iliac artery has dilated from 11 mm in diameter to currently 17 mm in diameter. The physician believes that the iliac artery dilatation was due to continued disease progression and the type ii endoleak feeding from the native iliac artery. The physician implanted a endurant extension to resolve the distal type I endoleak. On final angiogram, the type ib endoleak had resolved, however there was still a blush into the sac. Ballooning was done but the endoleak persisted. After the procedure, the radiologist reviewed the films and confirmed the endoleak was the previously seen type ii endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression with iliac limb dilatation and type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression with iliac limb dilatation and type ii endoleak).